Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02657. It was reported that the patient experienced a fall and started receiving ineffective stimulation. X-rays were taken and confirmed that one of the patient's leads had fractured. Reprogramming using the second lead was unable to restore effective therapy. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the fractured lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead fractured, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.